Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the pump¿s black box showed one unexplained reboot. There was no visible moisture from the exterior of the pump. The pump failed a leak test due to a pump case leak. The pump was able to power on during testing and no power loss occurred; however, there was a loss of prime and a 24 hour exercise of the pump could not be completed. The pump cover was opened and evidence moisture corrosion was found on the force sensor assembly and throughout the pump. Unrelated to the complaint, evaluation revealed a dim and discolored display screen.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that there was moisture in the display screen and in the battery compartment. After a battery change, the pump was unable to power on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.